Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection with sepsis. No adverse patient effects were reported. The lv lead was explanted. Additional information indicated that the patient had undergone a below the knee amputation thus a dissection procedure was completed. No additional adverse patient effects were reported. The lv was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection with sepsis. No adverse patient effects were reported. The lv lead was explanted.